Event description:
The customers device will run a test with out blood being applied. The customer stated the device will not provide a result but displays an error message. The customer state they can controls 2 days ago. A request was made for the return of the device and replacement product was sent.